Event description:
An insurance company is making a subrogation claim and alleging that a humidifier was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.